Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during an open reduction internal fixation of a femur the sliding mechanism of the collinear reduction clamp was unstable and the trigger was broken. It was mentioned that the issue happened while the surgeon was squeezing the trigger. The procedure was completed by using another type of reduction tool ,lohman, with a ten (10) minute delay. The patient was not harmed. This report is for one (1) sliding mechanism. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during an open reduction internal fixation of a femur the sliding mechanism of the collinear reduction clamp was unstable and the trigger was broken. It was mentioned that the issue happened while the surgeon was squeezing the trigger. Another reduction tool was used to complete the surgery with a 10 minute delay. This report is for 1 sliding mechanism. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: service and repair evaluation: it was reported that during an open reduction internal fixation of a femur on (B)(6) 2020, the sliding mechanism of the collinear reduction clamp was unstable, and the trigger was broken. It was mentioned that the issue happened while the surgeon was squeezing the trigger of the reported device. The repair technician reported the handle is cracked and broken. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is hcb. The item will be forwarded to customer quality. The evaluation was confirmed. Functional test: functional testing of the received device was not performed at cq due to the received broken condition. Visual inspection: sliding mechanism was received at us cq. Upon visual inspection at cq, it is observed that the black polyamide handle is broken at the distal attachment screw. The two screws which are holding the handle are still in place, remaining within the instrument. The rest of the device shows normal surface wear consistent with device use which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Dimensional inspection: dimensional analysis around other parts of the broken handle could not be measured due to the post manufacturing damage. Documentation/ specification review: the relevant drawing(s) was reviewed; collinear reduction clamp, sliding mechanism assembly handle component no design issues or discrepancies were found during this investigation. Complaint is confirmed, but the reported loose condition cannot be confirmed without a functional test. Investigation conclusion: visual inspection, and document specification review of the received device was performed at cq. The complaint is being confirmed as the handle of the device was broken. While a definitive root cause could not be determined for the broken handle, but there is high possibility that the device might have encountered unintended forces. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 314.291, lot: 13-0748, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 03.june 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.